Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 198 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels despite delivering insulin, patient found pink slide did not move forward as intended; this indicates a needle mechanism failure occurred. Additional method of treatment was not provided.